Event description:
At initiation of pt hemodialysis treatment staff noticed a leak at the venous pt connector. Treatment was stopped and when the bloodline was disconnected from the fistula needle the pt connector locking ring separated from the luer cone. A new venous line was set up and treatment continued with no further problems. No pt injury or medical intervention is reported. MDR is filled for estimated blood loss of 108cc.